Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: (B)(4) samples received. Analysis and results: no information available for previous complaints of this code batch. In the upper section (top) of the ampoule is a plug (polymerization) forms. The adhesive can thereby be expressed only under pressure while it happens that it squirts uncontrollably. Performed a pressurized adhesive strength test with the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The investigation of the obtained samples showed that the complaint is justified. Actions on distributed product of this reference/batch: the customer will receive a compensation credit note for six boxes of product as a quality courtesy. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). Tube is hard and adhesive splash uncontrollably out of the tube. Also, the adhesive does not harden properly. Customer has used histoacryl many years and there has not been problems before. Tube is hard can not glue the wounds.